Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), ubd: , UDI#: (B)(4) date 2012-11-08 are applicable for product 8253002. Date 2014-08-25 are applicable for product 8253002. For product 8253002 analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device does not send influx, does not stimulate the nerve while all the parameters are green. There was no patient impact.

Event description:
On follow-up it was reported that customer tried to stimulate but nothing happens. Event occurred during intra-op.

Manufacturer narrative:
H3 : analysis of product 8253002 of serial# (B)(6) and lot# 206301856 found that the customer complaint cannot be confirmed. Nim mainframe is working without any problem. Analysis of product 8253200 of serial# (B)(6) and lot# 208680081 found that the customer complaint cannot be confirmed. Nim patient interface is working without any problem. One pole clamp was bent and both pole clamps are loose. Wave washers are worn and fuse labels are worn. H6 : previous applied fdm b17, b21; fdr c20,c21; fdc d16 codes no longer applicable. Fdr c19 and fdc d14 are applicable only for product mainframe 8253002. Fdr c0601, c0706; fdc d11 and img g0405203, g04080, g04138 codes are applicable only for product patient interface 8253200. B5,e2,e3 : updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.